Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that the controller keeps getting worse and worse. The patient stated they close out of the app but if they do not they get an error code (they do not know the code) and it had a hard time reading the pump because it would make it to 91 percent and sit there for 30 seconds, sometimes longer. The patient was able to get a successful bolus but again had to wait 30 seconds at 91 percent before it was successful. The issue was not resolved through troubleshooting. An email was sent to the repair department. No patient symptoms or complications were reported. Additional information was received that the patient had called to review how to use the external devices. While on the call the patient was able to connect to the pump and request/receive bolus. They stated they were still getting code 338. They confirmed wifi was currently on and they powered off the wifi. They would call back if they need additional assistance. The patient called back and was reporting chronic service code 338 and reported that they did not see the icons on the bottom bar (the close application, home, back options) and only saw 3 small lines spaced out at the bottom in that space. It did not respond when tapping anywhere on the bar. An email was sent to repair for handset replacement.

Manufacturer narrative:
Continuation of d10: product ID hh90t01 lot# serial# (B)(6) implanted: explanted: product type mobile platform product ID tm90t0 lot# serial# (B)(6) implanted: explanted: product type accessory product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd:, UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.